Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and identified that the host pc was not starting, and screen remained black. Analysis of system log file could not confirm the malfunction directly. However, the system was down during a period which indicated some malfunction related to host pc. Upon further troubleshooting, the fse checked the leds on the back of host pc and confirmed malfunction with host pc as there was nvram (non-volatile random-access memory) setting issue. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. Following the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.